Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy mentrual bleeding)"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removed by hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, hypersensitivity, cystitis, vaginal discharge, vaginal infection, fatigue, alopecia, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: she had received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: event injury nos replaced with pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, bladder infection, vaginal discharge, vaginal infection, fatigue, hair loss, nausea weight loss, and plaintiff did not undergo essure confirmation test. Patient demographic details, reporter and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.